Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline (pfns, pbs) and heparin via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) requested code to turn off the pump. The pump was being shut down due to "bleeding and the catheter problems." The hcp stated that the catheter was leaking into the artery which led to bleeding in the patient's abdomen. The agent provided password to shut pump off.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6); implanted: (B)(6) 2020. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 05-nov-2022, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient will no longer be using the device due to a catheter related issue. The cause of the catheter leak was unknown. The pump removed; the catheter was tied off on (B)(6) 2025. There was no issue with the pump. The patient will be participating in a clinical trial for further intervention. No additional information is available currently.

Manufacturer narrative:
Revised b1 since there was a revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.